Event description:
Vega found the MDR report on the FDA website as attachment 1 MDR no. 2438477-2022-00112mdr report contents:drive devilbiss healthcare was notified of an incident involving a portable compressor nebulizer by a distributor, who stated the "unit is sparkingat the tubing connector when powering on." There was no report or evidence of illness, injury or medical treatment associated with thecomplaint.drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update ifadditional information becomes available.ng q'ty:1pcs.